Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of perforated hose was not confirmed while the reported condition of knurled knob would not secure was confirmed. Visual assessment was performed on this unit and a functional one was attempted which found that the unit was power broken; and the pre test was discontinued after 20 seconds due to over heating. During repair, it was attempted to disassemble the lock/pawl assembly on the device which could not be accomplished due to a stripped set screw. It was determined that this was indicative of damaged lock cylinder and pawl release. It was further determined that the pin on the driven pawls shaft was bent which can cause friction with the soft couple nut. It was determined that this issue along with the damaged locking components could create overheating. All these issues are indicative of wear and tear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device had a perforated hose and the knurled knob would not secure. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.